Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d190610-1). The meter was shipped to pdc on 09/04/2019. Strips were manufactured on 06/10/2019 and will expire in 06/2021. Because the suspected bgms was not returned to okb, the retained meter (serial#: ok-a qc-01) was used to re-test, and the complaint situations did not occur. Besides, desiccants of retained strips (lot#: d190610-1) from okb's warehouse were still functional (orange color). Retained strips were used to re-test with in-house meter (serial#: (B)(4)) and control solution (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020), and results (level low: 52/53; level high: 226/227) met the acceptance criteria (level low: 45~95; level high: 220~330). The root cause of the complaint was unable to be verified without the suspected bgms and more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 3:45am at home. Caller stated they woke up to hear moaning went to go check in on the end-user to find her in her bed unresponsive. Caller stated that she immediately tested the end-user's blood glucose and received a result of 77mg/dl. The caller stated that the end users blood glucose is usually around 98-102mg/dl. Caller then called paramedics who arrived within 7 minutes, paramedics tested the end-users blood glucose with their meter and received a result of 37mg/dl. Paramedics started a glucose solution IV and gave the end-user glucose by mouth. The end-user was not transported to the hospital by the paramedics. Prior to the paramedics leaving the caller stated that the end-users blood glucose was 240mg/dl. No additional information was provided.